Manufacturer narrative:
Patient with bilateral light adjustable lens implants presented during a preadjustment visit with decreased best corrected visual acuity (20/60 in right eye, 20/100 in left eye). Family member present indicated that patient was not compliant with uv spec wear during waking hours. Both lenses were explanted: right eye explanted on (B)(6) 2020 - the lens was discarded at the site; the left eye was explanted on (B)(6) 2020 and is pending return for evaluation. Manufacturer became aware on (B)(6) 2020. The explanted lens from the left eye is in process of being returned for evaluation. Device history record for the lenses were reviewed. No issues were noted with the device history records. Lens serial number (B)(4) was implanted into the right eye. Manufacturing date of 7/27/2019. Expiration date was 6/30/2022. UDI: (B)(4). Lens serial number (B)(4) was implanted into the left eye. Manufacturing date of 10/7/2019. Expiration date was 9/30/2022. UDI: (B)(4).

Event description:
Patient with bilateral light adjustable lens implants presented during a preadjustment visit with decreased best corrected visual acuity (20/60 in right eye, 20/100 in left eye). Family member present indicated that patient was not compliant with uv spec wear during waking hours. Both lenses were explanted: right eye explanted on 4/16/2020 - the lens was discarded at the site; the left eye was explanted on 5/5/2020 and is pending return for evaluation.

Manufacturer narrative:
The explanted lens from the left eye was returned for evaluation and received on june 24, 2020. The lens had been cut into two pieces as it had been cut to explant. Visual inspection confirmed the presence of a large zone in the center of the lens, which is indicative of unanticipated polymerization of the lens. An optical path difference also confirmed the central zone. Test results confirmed the unanticipated polymerization as a result of patient non-compliance to uv spectacle wear.